Manufacturer narrative:
Date of event: january 2010 through december 2017. Literature citation: european society of cardiology, european heart journal cardiovascular imaging 2019: 40, 3156-3165 doi:10.1092/eurheartj/ehz429.

Event description:
It was reported via literature article that transcatheter valve embolization and migration (tvem) occurred. The rate of tvem was one of the lowest for the lotus valve, which is resheathable even after complete deployment.